Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged cracked battery compartment issue was not verified. No damages were observed with the battery compartment or any other areas of the pump. The pump powered up to the display with auditory and vibratory features. All the buttons responded properly. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue, the battery compartment allegedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.